Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date "2nd week of january." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer obtained higher values when scanning with the adc freestyle libre 2 sensor as compared to a competitor's brand meter. The customer experienced unspecified hypoglycemic symptoms and was unable to treat themselves. The customer's wife provided the customer glucose and cola for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.